Event description:
Bleeding via catheter during hd session. Catheter removed and blood transfusion given to patient due to a <100cc blood loss.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No devices was returned for evaluation. No lot number was provided. Without a lot number a review of the manufacture records could not be completed. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) were reviewed and include sufficient information, warnings, and precautions regarding the use and care of the device. A review of complaint history for these devices revealed these are the only complaints of this type for this device family. Based on historic data this is not a systemic issue and is considered isolated. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.